Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and its power supply was therefore replaced. The hard drive was also reconfigured and an upgraded software version was loaded. It was noted that a replacement programmer was unable to be sent.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up. It was also requested that the programmer be replaced as this was the second time it had been returned for service. The programmer was returned for service. There was no patient involvement.